Event description:
Reportedly, during device implantation, the programmer user interface froze. Another programmer was used to finish the procedure.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.